Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water leaking from the needle valve. Debris build up in solenoid and water hose. Handpiece cable is very worn causing poor fit with inserts and water tubing is stiffened.

Event description:
While using a g130 scaler, there was low water flow and the handpiece was heating up; no injury resulted.